Event description:
The customer reported that the ventilator was alarming while in use on a patient due to a loss of oxygen. The manufacturer's service technician was unable to duplicate the customer reported problem, however review of the diagnostic log history noted a high oxygen supply pressure alarm occurred at the time of the reported o2 event. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The service technician was unable to duplicate the high oxygen supply pressure occurrence and the ventilator passed operational testing. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.